Event description:
It was reported that a defective inflatable penile prosthesis (ipp) pump will be returned for analysis. No information regarding the surgery neither the patient's outcome was provided.

Event description:
It was reported that a defective inflatable penile prosthesis (ipp) pump will be returned for analysis. No information regarding the surgery neither the patient's outcome was provided. Additional information received. The device was tried but not used due to when connected to syringe for testing it would not deflate, the valve would not release.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected. The deflation ball was identified to be misaligned as it was seated too far forward. The pump was functionally tested to determine the overall functionality of the device. The pump failed the deflation and activation test. Product analysis concluded the pump malfunctions as the most probable cause of the device return. The most likely contributor to the pump malfunction was an identified displaced deflation ball; such a separation renders the pump inoperable. This displacement or misalignment is indicative of simultaneous compression of the deflation button and the pump bulb. Excessive physical manipulation can damage internal components resulting in component separation or misalignment and subsequent loss of inflation and deflation capabilities. As stated throughout the operating room manual ams 700 ms pump (92162622, rev. B), "do not squeeze the deflation button and the pump bulb at the same time." The investigation conclusion code of "failure to follow instructions" was chosen as the damage observed can be traced to the user not following the manufacturer instructions. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for batch 1000320194 found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process (92297433).